Manufacturer narrative:
The device was received and evaluation was completed. The event history log review was completed and did not note any events that indicated and/or contributed to the reported pump accuracy low. There were no events recorded in the history log on the reported event date. The last infusion programmed by the customer occurred over a month prior to the reported event date. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event during flow testing. The device having low accuracy was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump accuracy was too low. The reported problem occurred during testing at biomed service department. There was no patient involvement. No additional information is available.